Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). Device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing utilization and comparative analysis of ethicon nurolon suture. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 4,019 patients had bleeding during the index admission, post procedural bleeding during the index admission where the study device.was used was defined using diagnosis codes 1,249 patients had wood dehiscence during the index admission, wood disruption during the index admission where the study device was used was defined using diagnosis codes. 1,287 patients had surgical site infection during the index admission, surgical site infection during the index admission where a study device was used was defined using diagnosis codes.